Manufacturer narrative:
This report is submitted on november 01, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2023. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 12, 2023.